Event description:
A malfunction alarm labeled as malf 12 was reported, with a specific fault ID of 12 ¿ 0x2071, and there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by providing the customer with information to reset the pump, which successfully resolved the malfunction with no recurrence. The customer was advised to continue using the pump and contact technical support if the malfunction recurred, which the customer acknowledged and understood.